Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 1 of 5. The home patient (hp) stated that the supply bag had disconnected. The hp is to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. The hp stated that the supply bag became disconnected. Labeling finds the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).